Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was throwing up a lot and could not eat regular foods. The patient had recently had implant surgery on (B)(6) 2016, and her device was turned on 2-3 weeks later. The patient went to the emergency room on (B)(6) 2016 and was believed to be throwing up blood. The hospital gave the patient antibiotics. The physician saw the patient on (B)(6) 2016, and it was communicated that the patient's symptoms had calmed down since she went to the emergency room. The patient's settings were adjusted, and diagnostics were within normal limits. The patient started vomiting and having eating issues soon after her vns was implanted. The eating issue was clarified to be a feeling of a knot in the patient's throat that wouldn't let her swallow solid food. The patient's settings were adjusted on (B)(6) 2016 in response to these issues, and no further intervention was taken. It was unknown if the issues were related to vns or not. No further relevant information has been received to date.